Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited alarm "no disposable pump won't run" alarm. It was reported that the patient stated that the pump alarmed at 0130, she turned it off the pump, and did not call the hotline and went to the clinic in the morning. The pump was restarted at the clinic at that time and the pump started to alarm nd pump won't run at the time. The patient was assisted to clamp the tubing at the port, remove the cassette and massage the tubing and air bubbles in the cassette tubing was reported. Cassette was then attached, and alarm persists upon restart. No patient injury reported.4